Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was not returned to olympus for inspection. Therefore, the customer¿s allegation was not confirmed, and a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the biopsy valve was damaged. The issue occurred during a diagnostic bronchoscopy that was able to be completed using the same device. There were no reports of patient harm.